Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (8 mg/ml at 1.6 mg/day) and bupivacaine (40 mg/ml at 5 mg/day) via an implanted pump. It was reported that the therapy was not effective. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The healthcare provider attempted side port aspiration but it was unsuccessful. The patient was scheduled for revision/replacement. During the procedure, the existing catheter appeared to be patent in the intrathecal space but was prophylactically replaced. Post replacement the morphine was reduced to 1 mg/day, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.